Event description:
It was reported in an abstract that a group of 57 patients (58 vertebrae) without neurological symptoms underwent a balloon kyphoplasty procedure (bkp) for the study. The patients were composed of 13 men (13 vertebrae) and 44 women (45 vertebrae) with the mean age at surgery of 75.4 years (range, 55 to 89). The mean length of hospital stay was 5.3 days. The postoperative follow-up period was 64.5 weeks. The treated levels were th10 (n=2, 3.4%), th11 (n=5, 8.6%), th12 (n=16, 27.6%), l1 (n=15, 25.9%), l2 (n=13, 22.4%), l3 (n=6, 10.3%), and l5 (n=1, 1.7%). The patients were assigned to the cleft (-) group (21 vertebrae) and the cleft (+) group (37 vertebrae), and comparatively examined (scheffe¿s test, p<(><<)>0.05). Cleft was defined as a clear translucent area on x or CT-image showing an air-like bone in the vertebral body. According to the abstract, "in two vertebrae in the cleft (+) group, rupture of balloon was found in the vertebral body, but cement could be fully infused without fragments left over inside the involved level". No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.